Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code e315 but it is likely to have occurred. A review of the device history record found no deviations that could have caused or contributed to error code e315. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code occurred because leakage occurred while the user was handling the device and water infiltrated the device which led to abnormality of the electrical parts. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device. In addition, suction volume was out of specification due to a missing piece on the distal end cover, angulation in the up direction and the gap of the up/down knob were out of standard due to wear on the angle wire, there were liquid leaks due to perforation of the adhesive on the bending section cover and a pinhole on switch one, the condition of the light guide bundle was poor, the light guide lens was broken, there was corrosion at the scope connector cover unit due to leakage, and there were scratches and dents on the distal end. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for an unspecified diagnostic procedure, error code e315 (scope error) occurred intermittently on the subject device. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.